Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of an unknown age and ethnicity. The patient was taking an unspecified insulin via a reusable humapen savvio (gray) device for an unknown indication. On an unknown date, the humapen savvio pen (gray) was reportedly not working too well. Further described, when the dose nob was turned to select the dose it was not making the noise anymore (clicks of the dose knob). Also, the patient could not visualize the injection screw and when he attempted to dial his dose to 60 units, the device came back to 58 units (product complaint (B)(4)/lot number 1401v12). The operator of the device was unknown. It was unknown if the user was trained. This device model and suspect device was used for an unspecified length of time but was purchased in feb2018. The device was returned to the manufacturer on 05sep2018. Edit 19oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 25oct2018 in the describe event or problem field. No further follow-up is planned. Evaluation summary: a male patient reported that when he turns the dose know of his humapen savvio device to select the dose "it is not making the noise anymore ('clicks' of the dose knob) and it is not more applying the medication." The patient reported that he cannot see the injection screw of the device and that "the device does not arrive at 60 units, when I select 60 it comes back to 58." Investigation of the returned device (batch 1401v12, manufactured january 2014) found that internal components (sleeve and clicker clips) were not fully engaged, causing the pen to dial only from units 8 to 16. Malfunction confirmed. Without proper engagement of the snap features on the clicker clips, up to a 100% underdose can be delivered. The clicker clip/sleeve engagement failure is an assembly related issue. This is the first occurrence of clicker clip/sleeve engagement failure for batch 1401v12. In addition, the injection button became detached during the investigation due to a molding-related component issue. A batch threshold review did not identify any atypical findings with respect to inadequate molding parameters. Corrective action: an automated reject verification system was initiated beginning with batch 1702v03 to ensure only subassemblies that have passed the vision system are forward processed. Batch 1401v12 was manufactured in january 2014, which was prior to the corrective action. A corrective action was implemented starting with batch 1512v01 (manufactured december 2015) for improved molding in-process controls. Batch 1401v12 was manufactured in january 2014, which was prior to the corrective action. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a male patient of an unknown age and ethnicity. The patient was taking an unspecified insulin via a reusable humapen savvio (gray) device for an unknown indication. On an unknown date, the humapen savvio pen (gray) was reportedly not working too well. Further described, when the dose knob was turned to select the dose it was not making the noise anymore (clicks of the dose knob). Also, the patient could not visualize the injection screw and when he attempted to dial his dose to 60 units, the device came back to 58 units ((B)(4)/lot number 1401v12). The operator of the device was unknown. It was unknown if the user was trained. This device model and suspect device was used for an unspecified length of time but was purchased in (B)(6) 2018. The device, which was manufactured in jan2014, was returned to the manufacturer on 05sep2018. Edit 19oct2018: updated medwatch and european and (B)(6)(EU/(B)(6)) fields for expedited device reporting. No new information added. Update 25oct2018: additional information received on 24oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information. Added date of manufacturer for (B)(4) associated with lot 1401v12 of humapen savvio (gray) device. Corresponding fields and narrative updated accordingly.